Manufacturer narrative:
Additional patient codes: 2240,1695,2422,1685. Corrected information: manufacturing site name. Additional description of event or problem narrative: it was reported that experienced small bowel obstruction, adhesion and abdominal pain following surgery. It was reported that the patient underwent mesh revision on (B)(6) 2019 due to hernia recurrence. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.